Event description:
It was reported that the patient had an inappropriate shock. Technical services checked latitude and there were no shocks recorded there. The caller will have the local representative check the device. There were no additional adverse patient effects. The system remains implanted.